Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2013-05041. On (B)(6) 2012, the patient underwent a trial procedure to receive two leads. During the procedure, the patient experienced a wet tap. It was also reported the patient was unable to move her right leg. As a result, both leads were removed. The patient was able to move her right leg when the leads were removed.